Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an implantable cardioverter explant procedure on (B)(6) 2018. The device had triggered the elective replacement indicator normally. Prior to the explant procedure interrogation showed that on (B)(6) 2018 the patient received inappropriate anti tachycardia pacing and shock. Programming changes were suggested and made in the replacement device. The patient was stable.

Manufacturer narrative:
The reported event of was confirmed by analysis. The reported event of inappropriate therapy was confirmed via review of stored egms. The cause of the inappropriate shock was due to programmed settings. During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found a u1 integrated circuit anomaly that caused atrial oversensing.